Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2010 and mesh were implanted. No clarifying information provided. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted, due to recurrent vaginal vault prolapse, cystocele, rectocele, urinary urge incontinence, sui, microscopic hematuria. It was reported that the patient underwent a cystourethroscopy and hysterectomy. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a sepramesh (genzyme corp-surgical) implant. It was reported that patient underwent vaginal mesh excision with irrigation and closure of vagina, cystoscopy on (B)(6) 2008 due to mesh erosion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted, concurrently with a lysis of bowel adhesions. No additional information was provided.